Event description:
During the davinci instrument arm cleaning process, it was noted that one complete side of the monopolar scissor was sheared off. The csr supervisor reported the incident and the scissor to the clinical coordinator for surgical inventory for verification. Surgeon and pa were notified. Flat plate x-ray of abdomen was ordered and confirmed image was consistent with a scissor blade being seen in the pelvic. Pt returned to operating room for removal of the scissor fragment.